Event description:
Arjohuntleigh received the customer complaint regarding detachment of the maxi sky 600 spreader bar. Based on information provided, the spreader bar involved in the complaint situation was powered dps system with the scale solution. The spreader bar assembly detached from the scale mounting point while the device was not being used with a patient, it was said. No injuries were reported.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. Reference importer #: (B)(4).